Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Medtronic representative performed digital ma loop generator auto-calibration. Performed rad accuracy, linearity, reproducibility and kvp accuracy tests. Could not duplicate reported problem and all outputs were within specification. System performed as intended. On 08/18/2016 software investigation completed. Findings are that the work performed by the medtronic representative at the time of the system check-out most likely solved the reported issue. Software is functioning as designed. No further issues have been reported.

Event description:
A site biomed representative received a report from the site's radiology staff that their imaging system was acquiring dark, unusable images. Noted was that the site recently performed out-of-date gain calibrations on their imaging system, however, the issue was not resolved. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.